Event description:
In 2008, the pt reported that she noticed "a couple of little drops of insulin at the bottom of my pump." She stated that she also noticed this 2-3 weeks ago and "shook" the insulin out. She stated that the plunger of the insulin cartridge has never become stuck to the piston rod, she does not insert cold cartridges into the infusion device, she disconnects around water sources, and she connects the adapter and infusion tubing to the cartridge before insertion. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.